Event description:
Customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) and high platelets (plt) patient results generated by the coulter maxm analyzer. The first patient's sample gave a hgb result of 11.9g/dl and a plt result of 316x10 3cells/l. Upon repeat, it gave a hgb result of 14.4g/dl and a plt result of 254x10 3cells/l. A sample obtained from another patient gave an initial hgb result of 11.0g/dl and plt result of 267x103cells/l. Upon repeat, it gave a hgb result of 12.7g/dl and plt result of 195x103cells/l. The erroneous results were reported outside of the laboratory. There is no affect to patient treatment associated with this event.

Manufacturer narrative:
Samples were collected in 3 ml edta tubes, sampled within one hour of collection and stored at room temperature.qc was run before but not after this event and was within acceptable ranges. The instrument is currently within qc specifications with respect to controls and reproducibility.field service engineer (fse) was on-site. Fse found the blood sample valve dirty and cleaned it, and verified instrument perfromance.a clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.